Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery depleted set alarm was discovered and confirmed during product evaluation. The root cause of the reported condition was determined to be depleted main batteries. The main batteries were replaced to resolve the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This involved a colleague infusion pump with a user interface module master software version 5.08.92.

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The software version for this device is currently unknown. No additional information is available.